Event description:
The patient was implanted with two implantable ventricular assist devices (ivad) as a bivad patient. It was reported by the vad coordinator that the patient returned to the hospital after losing the fill and empty signals on the lvad and had intermittent loss of signals on the rvad. The patient was placed on the dual drive console (ddc), but was returned to the tlcii soon after at an lvad fixed rate of 75 bpm and rvad fixed rate of 70 bpm. These rates were gradually lowered on both vads and the fill, and empty signals returned on the rvad, but there was no change to fill and empty signals on the lvad. Fixed rate was returned to 75 bpm on the lvad and when attempting to silence the lvad alarm, an occlusion message was noted. It was confirmed that there was no kinking of the cables and the vacuum was observed to be -50. The vad coordinator was advised of the potential for hemolysis with increased vacuum in light of questionable filling. An echo taken showed the cannula directed toward the septum, but it was not observed to be occluded. It was determined that the patient was experiencing severe mitral regurgitation. The lvad was then intentionally stopped briefly and the aortic valve was observed to open. The patient was once again placed on the ddc to allow for quiet patient sleep. The patient was transplanted almost four weeks later after she was moved up on the transplant list due to the loss of fill signal. During explant of the device, the inflow valve of the lvad was observed to be against the ventricular wall; however, a visual inspection noted no thrombus or valve issues.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. A diagnostic signal processor was sent to the customer as a troubleshooting aid, which indicated there is an electrical disconnect between the y-connector and ir sensor causing the loss of fill and empty signals for the lvad. No further information is available at this time.